Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that her one touch ultra mini meter displayed the error 2 message. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The pt provided the following info: the product issue started on (B) (6) 2010 at 11:30 am. The pt drank a lot of water throughout the entire day because, he had a dry mouth. He went to the ER where readings of 450 and 438 mg/dl were obtained on a meter and laboratory test between 3:30 and 6:30 pm on (B) (6) 2010. A health care professional treated the pt with insulin and fluids; the types and dosage were not known. The csr documented that the pt followed incorrect testing steps. The csr walked the pt through retesting and resolved the issue. The pt's product was replaced. This complaint is reported because, the pt alleges that the lfs product displayed the error 2 message. After the product issue started, the pt claims he developed thirst, elevated readings were obtained in the ER and he was treated with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.